Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that after delivering three units, his blood glucose level was at 400 mg/dl. He took three units with a pen and changed his site. The insulin pump alarmed no delivery. The alarm was resolved by changing the complete set. The device was not returned.